Event description:
Additional information indicates, the event occurred, during a therapeutic procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred, due to a defective charged coupled device unit. The following causes could be prioritized for the failure: 1) unacceptable tension in the area of the charged coupled device unit assembly, due to use of an adhesive. Which is not adapted to the load/temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve". 2) unacceptable tension in the area of the charged coupled device unit assembly, due to asymmetrical alignment of the spring to plastic cover ,before the bumper sleeve is joined. 3) pre-existing damage to the charged coupled device unit assembly, due to using a suboptimal adhesive device. Additionally, the event may have also occurred, due to the following mechanisms: 1. Cable pins of odu connector are too small for shield cables. Shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig (B)(4) not fully suitable for soldering process cables and soldering joints are under stress, during manufacturing process. And this can lead to premature damages of the soldering joints. 4. Soldering process at oste is not up to date. New guidelines for soldering process are available. The new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Lastly, the error e104 likely occurred, due to the following: there has been a difference in temperature between the distal end of the outer tube and the handle when the device was switched on. This can occur, when the device has not been adequately acclimatised, as recommended in the instructions for use(IFU). During the first 3 minutes after switching on the device, it was thoroughly cleaned. However, this does not comply with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the laparoscope had a pink image with an e104 error code. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.